Event description:
The consumer was using the walker when the leg allegedly snapped off, causing the consumer to fall. The consumer allegedly sustained injury to their leg and was in surgery at the time the alleged incident was reported to invacare.

Manufacturer narrative:
Serious injury alleged. Alleged malfunction. MDR filed. Model 6290-a adult walker. Lot# gt41206. Allegedly, the consumer was using the walker to go to the bathroom when the adult walker leg allegedly snapped off, causing the consumer to fall. The consumer allegedly sustained injury to their knee and required surgery. The consumer is a male whose age, weight and height are unknown. The consumer resides in a senior behavioral facility. The dealer was unable to confirm if there were wheels on the unit. The medical condition and stability of the consumer is unknown. The consumers medication regimen is unknown. It is unknown if the consumer fell onto the device and caused the device to break or reversely the device broke causing the consumer to fall. The environmental issues such as lighting, flooring, carpeting, tiling or low lying obstructions are unknown. The age and condition of the device are unknown. The maintenance and condition of the device are unknown.